Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The physician requested an x-ray and it was determined that the lead had a micro-dislodgement. This lead was successfully repositioned. No additional adverse patient effects were reported.